Event description:
It was reported that the plastic at the fiber tip was coming off near the end of the case and was also leaking. The fiber tip would rotate within the metal cap. The procedure was successfully completed with the fiber. There were no patient complications. The fiber was returned and analysis identified that the glass cap was detached.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified the fiber glass cap was detached. Tissue adhesion was found on the metal cap surface, indicative of tissue contact. The observed glass cap detachment is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glass cap detachment. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the glass cap detachment.